Event description:
Product alaris 8100 module -IV infusion device. Heparin infusing at 1700 units per hour per a telephone order by a md to the night nurse. The night nurse changed the rate of the heparin as ordered, the night rn forgot to enter the order into the computer, chart the rate change and forgot to chart the time at which the heparin bag had been hung during her shift. Then the night nurse finished giving me report. I am the day shift nurse who rec'd report. At some point during the day. I believe in the 13:00 hour, the rate changed to 100cc/hour per report of a different rn who heard the pump beeping, saw the heparin bag empty, witnessed a rate of 100cc/hr -per her report. That rn turned the pump off and informed this rn of the problem. I monitored the pt for any status changes, notified the dr and we worked together to monitor the pt, do the lab work and CT of the head to make sure a bleed did not occur. The husband was informed by the dr while this rn was in the room. I let the family member know I did not know how this event had occurred as the dr also had. The CT of the head was negative for a bleed. I gave shift report to the next rn. The clinical coordinator/charge rn of the floor took the pump out of the room and locked it in her office. She replaced it with a new pump. I filled out an incident report at my hosp. I had to ask the clinical coordinator three times to get the pump out of a locked office so I could record the serial numbers on the incident report. I do not know if this incident was reported to the FDA as it should have been. I wanted to make sure you had this info. I did an anonymous report earlier, but I don't think I did it on this form. I called later to see if hosp had reported the incident. I do not think this pump should be on "voluntary recall". I believe it should be on mandatory recall. Alaris has been in trouble with its infusion pumps and tubing before. Everytime these alaris pumps are in use, they have the potential to kill patients due to manufacturing defects and quality control failures. This pump should be off the market. Alaris "brain" module in use. Two 8100 modules in use. Date of use when incident occurred was in 2007. Do not know exactly how long the pt had that device in use in her room. Dose or amount: possible free pour, route: IV. Dates of use: one day in 2007, 5.5 hrs. Diagnosis or reason for use: blood clot in heart as I best recall. Event abated after use stopped or dose reduced? Yes.